Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer's parent reported via phone call that the act button on insulin pump was sometimes unresponsive. The customer had to press the button several times until it responded. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent esc and act due to flattened dome buttons switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.